Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: sinus augmentation. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling, fistula and inflammation. No further patient complications were reported.